Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient infusion of fentanyl with a spectrum iq pump, an interruption of the infusion occurred which resulted in ¿trouble controlling neuro-storming with the current regimen¿. It was reported the fentanyl was ¿titrating up and giving boluses¿ due to the event. The pump was programmed to deliver the medication at 5.1 ml/hr. While hanging a new container of the medication, the user noticed that the previous bag "looked completely full, and drips were not dripping in the drip chamber", although the pump indicated that the medication was infusing. It was reported the patient ¿most likely¿ did not receive the medication for five hours. At the time of this report, the patient outcome was not reported; however, it was reported unspecified "other medications ended up working". No additional information is available.